Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: hetzer, f.h. Et al. " sacral nerve stimulation in the treatment of fecal incontinence." Schweizerische runschau fur medizin- praxis 27 apr 2005; 94/17(681-686). The article describes a study of 25 pts (16 permanent implants) being treatend with sacral nerve stimulation of fecal incontinence. Reportable events include: 1. Lead (n=1) one pt experienced an infection at the electrode site during the screening phase. 2. 3023 ipg (n=1) - one pt experienced a seroma at the site of the ipg implant. Surgery was required to correct the problem.